Event description:
Note: this report pertains to the first of two reported malfunctions occuring during this event. Refer to MFR report #3005099803-2008-06691 for details regarding the first device. It was reported to boston scientific corporation that the guide wire of an endovive safety peg kit would not fit through the feeding tube during a peg placement procedure performed in 2008. According to the complainant, the procedure was completed with another endovive safety peg kit device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.